Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that after the device failed to cross, a dissection was caused by another company's device, and upon retraction, the stent dislodged and was lost in the pt's coronary. A snare was successfully used to retrieve the stent outside of the pt's body without further incident. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the dislodged stent. Evaluation summary - quality assurance analysis revealed that the stent delivery system (sds) was return with blood visible in the guide wire lumen. There was no contrast visible. The stent implant was dislodged and not returned. The balloon was tightly folded. There were crimp marks on the balloon and between the markers. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident info and the analysis of the returned product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, product size selection or placement technique, interactions with other devices, and accessory device support. Furthermore, stent dislodgement may be affected by numerous factors including, but not limited to , improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, or from an interaction with other devices, the patient anatomy and/or a previously implanted stent. In this case, no pt anatomical info was provided, which may have aided the evaluation. The sds was returned without any contrast visible, though there was blood visible in the guide wire lumen, which suggests that the sds had been loaded onto a guide wire at some point. The analysis confirmed that the stent implant had dislodged and was not returned with the sds. The protective sheath was also not returned and may have aided the evaluation. There were crimp marks evident on the tightly folded balloon and between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. There were no kinks or damage noted to the tip, inner member or the sds that could have contributed to the difficulties experienced. Additionally, measurement of the tip seal length met manufacturing criteria. In this case, there was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty crossing or stent dislodgement. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during the manufacturing process. All sds are also 100% visually inspected online for stent placement, dimensionally inspected to verify the crimped stent outer diameters, and a sampling of units is destructively tested for stent movement to verify stent security. Based on the info received with this complaint and the returned product analysis, definitive cause for the reported failure to advance and stent dislodgement cannot be determined. A review of the finished device lot history record did not reveal any non-conforming material records associated with this lot and all on-line inspections and testing met manufacturing criteria. This MDR is considered closed by the product performance group.